Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
A nurse reported PICC lines are showing sediment in the line. The sample is available for return.

Event description:
Of note all of the new argon PICC lines are showing sediment in the line. You will be able to see this in the samples we sent to supply chain director.¿

Manufacturer narrative:
A review of the DHR and inspection records could not be conducted since a lot number was not provided. The provided tracking shows to be invalid. At this time, there have been no samples returned for review, however, there were images provided by the customer. A review of the provided images does confirm that an unknown particulate is inside the silicone extension of the catheter. Therefore this complaint will be confirmed for one device. Without the sample to review, determining a definite root cause for the particulate is not possible. Without a definite root cause for the reported issue, establishing a corrective action is not possible. Argon will continue to monitor for reoccurrences. If the sample is returned at a future date, this complaint may be reopened at the time for further evaluation.